Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The accessory was not returned for analysis since as per the regulatory report, the accessory was discarded. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a broken suction irritator probably caused by the damage during use or maneuvering of the accessory.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the robotic suction irrigator quit working. The surgeon was unable to articulate the tip. When removing the instrument, it would not come out of the port. It was stuck. The entire port had to be removed with the instrument in it. The tip of the instrument had to be broken off in order to remove the port from the suction irrigator. Customer replaced with a new suction irrigator. The broken device was discarded as it was broken into three pieces. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received user facility report 2600320000-2025-8129 stating: robotic suction irrigator quit working during procedure. Surgeon unable to articulate tip. When removing instrument, it would not come out of the port. It was stuck. The entire port had to be removed with the instrument in it. The tip of the instrument had to be broken off in order to remove the port from the suction irrigator. Replaced with a new suction irrigator. Broken device discarded since it was broken into 3 pieces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: an incision was being performed when the incident occurred. It was confirmed that no fragments fell into the patient during the procedure, and there were no reports of fragments detaching from the device while it was in use within the patient. Since the device did not come apart, no additional actions were necessary regarding fragment retention. There have been no reports of the patient returning to the hospital due to post-surgical complications related to foreign material retention. Additionally, the port incision was not increased to remove the instrument and cannula together.